Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient had reported on 10/15/04 that his one touch ultra meter was in the wrong unit of measurement (mg/dl instead of mmol/l). The meter was previously set in the correct unit of measurement. He had not recently changed the unit of measure. Since the meter was in mg/dl, the patient had needed help in re-setting the meter. He contacted his practice nurse for advice since he thought that it may have been the battery. He was not sure how the meter got set incorrectly. There is no further clinical information provided.